Manufacturer narrative:
Complaint statement (B)(4): received (B)(4) racks of 454322/a21123uv for evaluation. Received customer pictures. We have no remaining inventory of this material/batch. We have no further complaints for the material/batch. We forwarded the complaint, samples, and customer pictures to our affiliated headquarters in austria from which we receive this product. According to their investigation and comments, a review of the production documentation did not reveal any deviations which could be associated with the reported error. Customer samples were evaluated for draw volume and no abnormalities were found. The alleged malfunction could not be duplicated. Corrected data: h3: samples received; h6: type of investigation, investigation findings, investigation conclusion; h10: manufacturer narrative.

Manufacturer narrative:
Complaint: (B)(4). A date of the event could not be obtained from the customer. Samples from the customer were only recently received and have been forwarded to the affiliated headquarter, where we purchase the product from. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer states tubes are overfilling.